Event description:
During medex's in-house testing, the unit accepted a 60cc bd syringe as a 20cc syringe and infused as such.

Manufacturer narrative:
During in-house testing, the unit accepted a 60cc bd syringe as a 20cc syringe and infused as such due to a stripped size potentiometer. Medex was able to confirm the issue and determine a cause. Size potentiometers are known to become stripped as a result of rough handling in the field. The unit was repaired and returned to the customer. No add'l action is necessary at this time. Medex considers this MDR closed with this report.